Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed and it was further noted that the power management board has gone faulty. Quote for the power management board is provided to the customer and not accepted at this time. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that unit could not be switched on. There was no reported patient involvement.